Event description:
A leak was identified by the field service engineer (fse) while servicing the unicel dxc 660i synchron access clinical system. A cuvette overflow occurred and the fse confirmed that there were 10 or more cuvettes which failed the water blank. The leak of wash solution was contained to the unit. The leak involved a small amount of fluid and the customer was running the instrument when they received the water blank error. There was no customer exposiure to the leak and the customer was wearing gloves, lab coat, and protective eyewear. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined that the solenoid 2-way valve v4 was not opening properly and caused the cuvette overflow. The fse replaced the 2-way valve v4 to resolve the cuvette overflow. The fse also replaced cuvette wash probe # 1; and 10 scratched cuvettes as a precautionary measure. The fse performed reaction wheel alignment to prevent further scratches on the cuvettes. The part was returned on (B)(4) 2013, evaluation is in-process. Identification of failure mode: the failure mode is the wash vacuum probe 2-way valve. Cuvette overflow can impact any or all cc side chemistries, including critical chemistries, upon recurrence. (B)(4).